Manufacturer narrative:
Evaluation: results: lack of information (aneurysm and vessel morphology are unknown, no films or operative notes were received). Inherent risk of procedure (migration). Conclusion: lack of information (aneurysm and vessel morphology are unknown, no films or operative notes were received).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 82 moths ago. Aneurysm and vessel morphology were not reported. It was reported secondary intervention was required due to stent graft migration. Another manufacturer's aortic cuff was implanted 81 months post implant. Additional information was requested; however, no information was provided. No additional clinical sequelae were reported. The patient is alive.